Event description:
According to the reporter, the device intermittently will lock up at boot up. No patient was associated with the report.

Manufacturer narrative:
Physio-control evaluated the device and observed that, after the device has been on for about 20 minutes, it will lock up intermittently when power is cycled. Physio is continuing to evaluate the device and investigate the observed failure. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.